Event description:
We had an issue in which a powerpicc was found to be disrupted in a patient. He had to go to surgery for removal of the portion remaining in the vessel.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexe1941 showed no other similar product complaint(s) from this lot number.